Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-17654, related manufacturer reference number:2017865-2020-17655. It was reported that the incision site was infected and the physician decided to remove the device and the leads after seeing the incision site. The pacemaker, atrial lead, and right ventricle lead were all explanted. Patient was stable.